Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
After an embolization procedure for broad neck aneurysm of the carotid artery, the patient suffered hemiplegia and decrease conscience. The patient underwent angioplasty and the occlusion of the carotid artery was noted after the treatment. Therefore, procedure was initiated for re-channeling by placing a microcatheter distally in the area of the enterprise stent and thrombus, followed by intra-arterial infusion of reopro intra-stent and thrombi. Flow was achieved through the artery and stent, although thrombus was still present in the stent. The patient awoke asymptomatic and was discharged without problems. There was not homodynamic and respiratory incidence during the procedure.